Event description:
Healthcare professional reported approx three months after injection with an unspecified juvederm voluma in the upper lips laterally and mid cheeks the pt was assessed and the healthcare professional noted "the voluma has become heard on right nj with some tindling, as well as the lips over the last month". Pt was treated with hyalase due to "capsular formation" and keflex. Four days after the initial assessment, pt presented to the injecting healthcare professional with worsening symptoms; healthcare professional believes the pt to be having an "inflammatory reaction". The next day, the healthcare professional noted: the pt's "left upper lip.. Settled but still feels firm, right upper later lip... [Which] is more swollen and firmer. Right nj groove hardening has become smaller but is still there. Left nj also starting to feel firm". Ten days later, the pt was treated again with hyalase, with "slight improvement only".

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The events of swelling, inflammatory reaction, "capsular formation", "tindling", and hardness/firmness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling, precautions for use: there is no available clinical data concerning the tolerance of the juvederm volumax xc injection in pts presenting a history of severe multiple allergies or anaphylactic shock. The medical practitioner must therefore decide on the indication according to the individual case, depending on the nature of the allergy, and must ensure that there is individual surveillance of these pts who are at risk. In particular, the decision may be taken to propose a double test or preventive adapted treatment previously to any injection. Undesireable effects: the pts must be informed that there are potential side effects associated with implantation of this product which may occur immediately or may be delayed. Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Indurations or nodules at the injection site. Staining or discolouration in the injection area.